Manufacturer narrative:
The investigation determined that higher than expected troponin I results were obtained from two different patient samples using vitros troponin I es (tropi es) lot 3660 reagent on a vitros xt 7600 integrated system. A likely cause for both events is pre-analytical sample handling. The tsc determined that both samples (patient sample 1 and patient sample 2) were re-centrifuged after the higher than expected results were obtained. The customer did not provide information regarding sample handling. It is not known if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation. However, since the customer re-centrifuged the samples prior to obtaining a true result, it is likely that cellular debris, due to poor sample preparation was present in the affected samples at the time of the initial result. Historical vitros tropi es quality control results indicate unacceptable within laboratory precision possibly due to sample handling. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3660 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 3660. Vitros tropi es precision testing performed was within acceptable guidelines; therefore an instrument issue is not likely a contributing factor of the event.

Event description:
A customer obtained higher than expected troponin I results from two different patient samples using vitros troponin I es (tropi es) lot 3660 reagent on a vitros xt 7600 integrated system. On (B)(6) 2020 patient sample 1 vitros tropi es results 0.061 and 0.067 ng/ml versus the expected vitros tropi es result <0.012 ng/ml. On (B)(6) 2020 patient sample 2 vitros tropi es result 0.128 ng/ml versus expected the vitros tropi es result <0.012 ng/ml, biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were reported from the laboratory, however corrected reports were later issued. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).